Manufacturer narrative:
G4: 10mar2020 b4: (B)(6)2020. The patient's information was not provided. There was no report of medical intervention being required as a result of this event. The manufacturer¿s international service technician provided support to the customer. It was determined that the battery could not be charged. The service technician reported to have provided the replacement battery to the customer and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10mar2020.

Event description:
The customer reported a battery alarm. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.